Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). (B)(6). Failure (event) observed during analysis. External insulation abrasions were found at 12.0-12.7cm and 15.2-16.2cm from the is-1 connector pin, consistent with lead friction to the ICD can. The svc conductor was broken at 15.2-16.2cm from the connector pin.